Event description:
Reporter indicated that her programming wand was no longer communicating with any generator. Troubleshooting did not resolve the issue. The programming wand was returned for product analysis and the failure to communicate issue was confirmed. The serial data cable, which produced communication errors, had an intermittent conductor. A known good bench serial data cable was substituted and all communication errors resolved.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a serious injury or death.